Manufacturer narrative:
The reported issue that the pressures sensors were damaged during cleaning and pressing too hard could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the pressures sensors were damaged, even during cleaning and pressing too hard. The customer stated no further information is available regarding the events. No product returned